Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2023, the patient's mother called the nurse and reported that her child experienced high blood glucose level of 367 mg/dl at 07:00 pm. Therefore, the patient's mother removed the infusion set and noticed a bent cannula. Further, the patient's mother replaced the infusion set and treated with a bolus via insulin pen. At 10:00 pm, her child's blood glucose level was 235 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.